Manufacturer narrative:
Product complaint # (B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: case was robotic laparoscopic. The damaged device was not used on patient. It was thawed in warm, saline bath. The product looked clear and was clogged at outset. The tip was not changed. Never applied to patient. Not purged of air. No pictures are available. Tip lot for a4yde00611 has been provided by grifols via email: (B)(4). The following information was requested, but unavailable: 1. Thank you for providing the vst10 kit lot number: a4yde00611. Since additional information provided confirmed the procedure was laparoscopic, can you please clarify if the kit's dual applicator was changed for a laparoscopic tip? 2. If yes, can you please provide the product code and lot number of the laparoscopic dual applicator? Investigation summary: upon the reception of the notified incident, it was requested additional information regarding the thawing procedure followed, whether laparoscopic tip was used, details regarding the administration as well as pictures/samples of the involved device. According to the additional information received, the case was robotic laparoscopic, it is unknown if the kit's dual applicator tip was changed for a laparoscopic tip, the product was thawed in warm, saline bath, the product looked clear and was clogged at outset, the damaged device was not use on patient, and no pictures neither sample are available. As per information provided, it is determined that the breakage of the luer lock was produced during the manual handling of the product when attempting to remove the tip. According to our standard procedures, institute grifols (B)(4) (ig) started an investigation focused on the review of the quality controls performed in ig and the results of the batch records of the lot tip used. Firstly, ig reviewed the quality testing performed in our facilities. Analysis related to coagulation functionality and product content activity were reviewed. Identification and verification of functionality test includes a verification of clot formation using the spray adaptor as well as the clot formation time. All of them were found correct and no deviations were generated. To continue with, investigation related to the tips of the affected batch was requested and focused on reviewing the results of the batch records for the lot tip used. The conclusions indicate that all the components¿ parts utilized for the involved batch met the established specifications with no incidents related. Based on the investigation performed, considering that the functionality tests performed at ig were correct as well as the results of the investigation related to the batch of the tips involved, we conclude that the notification is not related to the quality of the product. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a robotic hernia procedure on (B)(6) 2021 and a fibrin sealant preparation device was used. When attempting to express nothing would come out and when attempting to remove the tip the lure lock was broken. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.